Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is very superficial and slightly tilted; the edge protrudes. The patient reports the area is tender and the tenderness is increasing with the passage of time. Surgical intervention is pending to address the issue.